Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Visual inspection found no visible damage with residue on the lens. Claim# (B)(4).

Manufacturer narrative:
H6-clinical code: 4681- patient dissatisfaction. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -12.00 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a toric lens due to patient dissatisfaction. The replacement lens resolved the problem.